Event description:
It was reported that subsequent to a stenting treatment procedure the patient expired. An unspecified size promus element stent was deployed and a few days later the patient expired. It was reported that there was potential for stent thrombosis to have occurred. Additional information has been requested and is not available.

Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).